Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was found to be dry. The patient explained that they noticed that the sponge was completely white in color and had no iodine in it. The patient opened the pouch to examine the sponge in the cap. The patient looked over the packaging and the storage conditions and did not find anything that could have caused or contributed to the reported event. The minicap was not used after the patient noted this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. Manufacturing date: 5/20/2016-5/25/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The minicap sample¿s pouch was not flawed or damaged that compromises seal or component integrity. The presence of iodine was detected on the minicap sample received for evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.